Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the flow sensor diaphragm was stuck to the top of the flow sensor housing. The flow sensors were replaced. No report of patient involvement. (B)(4).

Event description:
The hospital reported that the unit had a ventilator failure during the preoperative checkout. There was no report of patient involvement.